Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, missing forceps cover at the distal end was likely due to an excessive force applied, e.g. Rubbed strongly, during the procedure including reprocessing. The following is stated in the instructions for use which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The device was returned for repair of a leak. The issue of forceps cover missing at the distal end was observed at the time of inspection. In addition, it was noted that the distal end rubber coating had scratches, the image had one dot, elevator channel inlet was loose, control knob movement had low tension. Supplemental report(s) will be filed if any additional information becomes available.

Event description:
The device was returned for repair of a leak and the issue of forceps cover missing at the distal end was observed at the time of inspection. There is no reported patient harm.